Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the paxgene® blood ccfdna tube, there was a yellow additive color in ccfdna tube. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: describe event or problem: it was reported that before use of the paxgene® blood ccfdna tube, there was a yellow additive color in ccfdna tube. There was no report of exposure, serious injury or medical intervention. 200 tubes were affected by the issue. Investigation summary: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for additive abnormality with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for additive abnormality with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined.

Event description:
It was reported that before use of the paxgene® blood ccfdna tube, there was a yellow additive color in ccfdna tube. There was no report of exposure, serious injury or medical intervention. 200 tubes were affected by the issue.